Event description:
Provider alleges something in the frame is causing uneven pressure and the bearings are not lasting on the left stem fork. (B)(6) in customer service has sent an email to (B)(6) the tbm so he can view the frame. No property damage or injury alleged. No further information provided.